Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's spouse reported via phone call that the insulin pump's piston would not rewind completely. Blood glucose level at the time of the incident was reported as being high, but a value was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.